Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement tests. The unit was stuck in the motor error alarm loop during bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report a motor error alarm and a motor position encoder error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 72 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.